Event description:
It was reported that during a routing pulse generator change out, the device went into backup vvi operation after being exposed to electrocautery. The device was explanted and replaced.